Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips got broken at ligation using this applier. There are no reports of clips falling in the patient so far. After collecting this applier, our technical specialist checked it and found that the jaws of the applier were misaligned.

Event description:
It was reported that clips got broken at ligation using this applier. There are no reports of clips falling in the patient so far. After collecting this applier, our technical specialist checked it and found that the jaws of the applier were misaligned.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in september of 2017. The returned instrument was evaluated and found that the jaws are slightly loose and misaligned in the closed position. Further evaluation showed that although the jaws are slightly misaligned that this instrument was able to pick up, retain, close and release multiple clips both with and without the use of silastic test tubing without breaking any clips thus we can partially validate this complaint in stating that the jaws are slightly misaligned , but no clips were broken during our testing as stated in the complaint. We are unable to determine what caused the jaws to be loose and slightly misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.